Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after implant, the patient experienced cystic structure, hematoma, seroma, hernia recurrence, fluid collection, s. Enteritidis, swelling, fibrosis, pain, fever, nausea, vomiting, infected seroma, cellulitis, red & inflamed skin, pus, necrotic tissue, abscess, & open wound. Post-operative patient treatment included ultrasound, CT scan, seroma drainage in office, multiple incision & drainages of seroma, excision of seroma cavity & evacuation, use of drains, multiple hospitalizations, IV antibiotics, necrotic tissue removed, & incision & drainage of abscess.

Manufacturer narrative:
D10 (progrip: product ID - tem1509g, lot # - sqg0187x, covidien: product ID - 174015 (x2), lot # - p4h0517x, p5a0313x, product ID - 174021, lot # - p4m0140x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.